Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s233 (over-temperature psc) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing and investigation, the device did not alarm with a s233 (over-temperature psc) malfunction alarm code; however, it was noted in the device history log. The probable cause of the 233 malfunction alarm code was due to a broken fan. This report represents all info known by the reporter upon query by hospira personnel.